Event description:
Report received via voluntary medwatch states "lpn programming pump accidentally programmed 10:1ml instead of 10:1mg." Report indicates pt became somnolent and "once pt was disconnected from pca, ... Returned to baseline." Follow up with facility revealed "no narcan was given and there doesn't appear to have been any medical intervention."